Manufacturer narrative:
The customer reported that their AED will not power on. The customer stated that the AED has not been monitored since 2022 and was stored without battery installed. Troubleshooting of the AED with the customer identified that the AED pads were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that their AED will not power on. The customer stated that the AED has not been monitored since 2022 and was stored without the battery installed. They reported that this did not occur during patient use.